Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 6 month unmasked study visit, the subject is very bothered by halos, has difficulty with severe night glare, and difficulty with vision in low light and has difficulty driving at night. The subject's symptoms are significantly interfering with daily activities. The monocular uncorrected distance visual acuity (ucdva) is 20/25, monocular best corrected distance visual acuity (bcdva) is 20/20. There is no intervention planned at this time. No additional information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided that the subject returned for a one year visit and reported slightly bothered by glare, extremely bothered by poor light vision. In the non-directed ocular visual symptoms, the subject reported difficulty with vision in low light, and difficulty driving at night. The monocular ucdva: od 20/25. Monocular bcdva: od 20/20. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.